Event description:
The manufacturer received iis study named "western orthopaedics retrospective post-market clinical follow-up (pmcf) study for tornier perform reversed augmented glenoid" that contains collected data on the usage and the outcomes of tornier perform reversed augmented glenoid. The report details analysis provided for procedures performed between oct. 2020 ¿ apr. 2022. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: one patient, who underwent implantation of the augmented baseplate as a revision surgery, experienced a broken baseplate screw 115 days after her surgical procedure.

Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.